Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties and the deformable body thermocouple met specifications during electrical testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Log file analysis indicates optical fiber 1 displayed maximum cavity distance and no contact force was displayed for all catheters used in the reported event. A review of the evaluation performed on the tactisys involved in the reported event determined the root cause of the event was tactisys related.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2184149-2020-00111, 3008452825-2020-00376. During the procedure, when the catheter was placed in the patient¿s body, the contact force grams could not be displayed. The catheter was reconnected with no resolution. The catheter was then replaced to the 2nd one; however, the issue persisted. The procedure was completed with a 3rd catheter without the use of contact force. There was a delay in the procedure, but the case was completed with no adverse consequences to the patient.